Event description:
It was reported that a holter monitor was used for 24 hours post-implant, as is standard of care for the hospital. It was reported that the monitor showed one p-wave that was blocked, with no capture or output seen for the time that the p-wave should have occurred. The lead electrical measurements were re-performed, with all measurements ok. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.